Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the guidewire got stuck in the left ventricular (lv) lead during placement. The lead was not used, and another lead was implanted. It was noted that almost the same issue happened with the new lead that was ultimately implanted. The implanted lv lead remains in use. No patient complications have been reported as a result of this event.